Manufacturer narrative:
Clarification section d: record has been defaulted to a saline device. No information has been received as to the type of fill for the device. Coding reflects a saline device at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture (unknown fill for device).

Event description:
Patient reported "rupture". This record is for an unknown side. Device status is unknown.